Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a conflicting results with the binax now covid-19 antigen self-test on an unknown date. The consumer tested with the binax which generated a positive result. The consumer then performed a second test with an ihealth covid-19 home test which generated a negative result. The consumer performed a third test with a second binax which generated a negative result. The consumer did not report that any confirmation testing had been performed. No additional information including patient health status or outcome was provided.